Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information in section d10, to update section h3, and to provide the completed investigation results. Visual and magnifying inspection of the actual sample found that the distal end had been cut. There was no kink or other external anomaly in other parts of the actual sample. The core wire was exposed from the cut end. The exposed core wire of the actual sample was inspected under an electron microscope. In comparison with that of a current product sample, the distal end of both samples was oblique with some perpendicular streaks on the surface, which is an evidence that they had gone through the cutting process. As the same state as the current product sample had was observed at the distal end of the core wire of the actual sample, it was estimated that there was no portion missing from the core wire of the actual sample. The actual sample was compared for the total length with the current product sample and found to have at least 0.5 mm missing. Electron microscopic inspection found that the cut end of the outer layer seemed to have been torn off, and circular streaks were observed on the cut surface, which seemed to be a trace that the actual sample had been pinched from both sides with sharp objects. From this, it was inferred that the actual sample was cut by having been pinched with sharp objects. The actual sample was inspected under an electron microscope, and, for the state of distal end, it was compared with the current product and a semi-finished sample before the distal end rounding process. A layer of melted resin material was observed in the actual sample and the current product sample. In the distal end rounding process, the resin at the distal end is melted and rounded off after the cutting process. Because of the trace of melted resin observed in the distal end of the actual sample, it was inferred that the actual sample was cut by being pinched with sharp objects after the distal end rounding process. Function confirmation - outer diameter of the outer layer at the distal end was within our control standards. No anomaly was observed. Investigation of the production process: it was confirmed that there was no area where sharp objects may come into contact with the products after the distal end rounding process. From the results of the investigation, as one of possible causes of occurrence in this case, it was inferred that the actual sample was subjected to an external load by having been pinched from both sides with some sharp objects, leading to the cut. Since the details on the procedure was not available, the cause of occurrence could not be clarified. IFU states: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
Lot number: unknown. Expiration date: unknown due to unknown lot number. UDI: n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name : requested, unknown. Health professional: requested, unknown. Occupation: requested, unknown. Device manufacture date: unknown due to unknown lot number. Since the involved lot was unknown, it was not possible to review the manufacturing record and the shipping inspection record. Regarding the involved product code, there was no deviation or nonconformance in the record of past three years (march 2020 - march 2023). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the guidewire was used during the endoscopic retrograde cholangiopancreatography (ercp) procedure, using the wire-guided cannulation (wgc) method. It was set into a radiographic tube and when inserted into the papilla, its distal end broke and fell off into the duodenum. The fallen portion was stuck to the duodenal wall. The doctor decided not to retrieve the fallen portion (leaving it to natural excretion). The procedure was continued and completed with the same guidewire. The distal portion fell off in the patient and was not retrieved. The procedure was completed successfully. The patient was harmed however not seriously.